Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code that did not occur during patient use or during biomed testing. The purchasing department stated that there have been no report of any patient incident involving this pump since the last baxter service event.